Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the tower door had been failing frequently. The field service engineer (fse) cleaned all electrical connectors inside the cabinet and applied conductive grease to all microswitch connectors. Additionally, all wiring harnesses were tightened and resecured to ensure stable connections. It was noted that there was no delay in dispensing medication, as the door continued to open and was easily recoverable during the workflow. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a tower door failed frequently. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.